Manufacturer narrative:
Vyaire file identification : pc-(B)(4). The customer reported the device passed transducer tests. The customer also notice that the led on the turbine driver remains red which indicate that the turbine or the turbine driver is defective. The customer tested them both separately in a working unit and found that the turbine is the one that is defective. The customer used a working turbine to test on the unit to verify if there are other reasons of the alarms. The unit did not encounter any alarm during the testing. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable and motor fault alarms on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.